Manufacturer narrative:
Follow-up report indicated nevro attempted to obtain additional information from the physician's office but the information could not be obtained. The device was not returned for analysis. There were no reports of further complications. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient presented to the hospital complaining of fatigue, incontinence, and some memory loss a month after implant. The patient was diagnosed with hydrocephalus and the physician drained the fluid build-up in the brain. Follow up report indicated that the device was explanted and the patient was provided IV and oral antibiotics after an infection was confirmed. The patient has since been discharged and is recovering at home. Nevro has attempted to obtain additional information regarding the details of this case and is awaiting information from the physician's office.